Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2018-01191; 533-10-108, s810 - device loosening, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. The stem remained in the patient and cemented.

Event description:
Revision surgery - due to loosening and dislocation.